Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 08p13 that has a similar product distributed in the us, list number 04z21. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I results for a patient hospitalized with myocarditis. Initial result was 1200 and result using a heterophilic blocking tube (hbt) was 500 produced with an expired reagent kit with expiration date of 19 dec 2023. On 28 dec 2023, the sample was repeated with a non-expired kit with the result of 1272 and repeat results with 1:10 dilution was 1153, 1:20 dilution was 1358, 1:50 dilution was 1310, 1:100 dilution was 1533 the following lab tests were performed ck-mb, myoglobin, crp, cl, pct, esr, d-dimer and all the results were in the normal range. An electrocardiogram (EKG) was performed and was normal. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for falsely elevated alinity I stat high sensitive troponin-I results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Review of all the information provided by the customer was reviewed. The ticket search by lot indicates that the reagent lots performed as expected for this product. A review of tracking and trending did not identify any trends for the complaint issue. Device history review did not identify any non-conformances or deviations with the complaint lot. The overall performance of the alinity I stat high sensitive troponin-I reagents in the field was reviewed using data gathered from customers worldwide. The review shows that the median patient results for lot 57101ud00 is within established limits and comparable with historical lots in the field, confirming no systemic issue for the lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I stat high sensitive troponin-I reagent lot 57101ud00 was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I results for a patient hospitalized with myocarditis. Initial result was 1200 and result using a heterophilic blocking tube (hbt) was 500 produced with an expired reagent kit with expiration date of 19dec2023. On (B)(6) 2023, the sample was repeated with a non-expired kit with the result of 1272 and repeat results with 1:10 dilution was 1153, 1:20 dilution was 1358, 1:50 dilution was 1310, 1:100 dilution was 1533. The following lab tests were performed ck-mb, myoglobin, crp, cl, pct, esr, d-dimer and all the results were in the normal range. An electrocardiogram (EKG) was performed and was normal. No impact to patient management was reported.